Event description:
The customer checked their glucose with the device and obtained a reading of 242 mg/dl. They took their insulin one hour earlier than normal. About twenty minutes later pt was unconscious. Taken to the hosp and treated with an IV. They could not recall what their glucose level was at the hosp. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.